Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. A20065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (right tube occluded)". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain") and depression ("psych injury: depression"). On (B)(6) 2013, the patient experienced endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("urinary tract infection"), 5 months 3 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes"), skin disorder ("skin conditions"), vaginal infection ("vaginal infection") and anxiety ("mental anguish"). The patient was treated with surgery (diagnostic laparoscopy essure removal hysteroscopy and endometrial ablation with novasure). Essure was removed on (B)(6) 2020. At the time of the report, the endometritis, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, allergy to metals, menorrhagia, vaginal haemorrhage, rash, skin disorder, depression, vaginal infection, urinary tract infection and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, endometritis, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unsatisfactory occlusion of the left fallopian tube is noted, unilateral occlusion (right tube occluded).. Pregnancy test - on (B)(6) 2013: negative. Lot number: a20065 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2021: medical record received. Removal details added. Case became incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') in a 33-year-old female patient who had essure (batch no. A20065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (right tube occluded)". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain") and depression ("psych injury: depression"). On (B)(6) 2013, the patient experienced endometritis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("urinary tract infection"), 5 months 3 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes"), skin disorder ("skin conditions"), vaginal infection ("vaginal infection") and anxiety ("mental anguish"). Essure treatment was not changed. At the time of the report, the endometritis, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, allergy to metals, genital haemorrhage, menorrhagia, vaginal haemorrhage, rash, skin disorder, depression, vaginal infection, urinary tract infection and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, endometritis, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unsatisfactory occlusion of the left fallopian tube is noted, unilateral occlusion (right tube occluded).. Pregnancy test - on (B)(6) 2013: negative. Lot number: a20065, manufacturing date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') in a (B)(6) year old female patient who had essure (batch no. A20065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (right tube occluded)". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain") and depression ("psych injury: depression"). On (B)(6) 2013, the patient experienced endometritis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("urinary tract infection"), 5 months 3 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes"), skin disorder ("skin conditions"), vaginal infection ("vaginal infection") and anxiety ("mental anguish"). Essure treatment was not changed. At the time of the report, the endometritis, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, allergy to metals, genital haemorrhage, menorrhagia, vaginal haemorrhage, rash, skin disorder, depression, vaginal infection, urinary tract infection and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, endometritis, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: unsatisfactory occlusion of the left fallopian tube is noted, unilateral occlusion (right tube occluded). Pregnancy test on (B)(6) 2013: negative. Most recent follow-up information incorporated above includes: on 21-feb-2020: plaintiff fact sheet received. The case was upgraded from non-serious incident to serious incident. Events" endometritis, abnormal bleeding (vaginal, menorrhagia), urinary tract infection, depression (previously reported as psych injury), mental anguish, and dysmenorrhea (cramping)". This case is medically confirmed. Essure lot number was added. Patient demographics, lab data was updated. Previously reported event "genital bleeding" seriousness criterion was updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.